Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on a stored electrogram. No therapy was delivered. The noise inhibited pacing. The patient reported feeling dizzy since last follow-up. Noise was reproducible with isometrics and pocket manipulation. The lead was partially capped.